Event description:
The device was used during a posterior lumbar interbody infusion procedure. Reportedly, post-operatively, the cage collapsed. The surgeon performed a reoperation and stabilized the cage with screws and rods. The hospital has reported the patient's condition is satisfactory.